Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs tip cover accessory involved with this complaint as the location of the item is unknown. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: the mcs tip cover accessory was not located at the end of the procedure. The customer was not sure if the mcs tip cover accessory had fallen inside the patient's body and was retained. There is no additional clinical information and the patient's current status is unknown.

Event description:
It was reported that at the end of a da vinci-assisted surgical procedure, the customer could not locate the monopolar curved scissors (mcs) tip cover accessory or the silicone applicator tool. An x-ray was performed on the patient, but it did not show anything. The applicator tool was subsequently found, but the location of the mcs tip cover accessory remains unknown. It is unknown if the mcs tip cover accessory had fallen inside the patient and was retained. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the event and the patient's outcome. However, no further details have been received as of the date of this report.